Event description:
A malfunction was reported with a code displayed as malf 9. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to the customer on how to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they understood and acknowledged.